Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: contraindications (united states) ¿the impella rp flex with smartassist system is contraindicated for use with patients experiencing any of the following conditions: disorders of the pulmonary artery wall that would preclude placement or correct positioning of the impella rp flex with smartassist device; mechanical valves, severe valvular stenosis or valvular regurgitation of the tricuspid or pulmonary valve; mural thrombus of the right atrium or vena cava; anatomic conditions precluding insertion of the pump; presence of a vena cava filter or caval interruption device, unless there is clear access from the internal jugular vein to the right atrium that is large enough to accommodate a 22 fr catheter.¿

Event description:
The user facility reported a 58-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient on impella rp support developed oozing in the right groin access site. Multiple products were given to mitigate coagulopathy. One unit of rbc (red blood cells) was given. It was further reported that no pulses were noted in the same affected leg. The patient is stable.

Manufacturer narrative:
The investigation for the reported access site bleed and limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed and limb ischemia could not be determined. D4-corrected model number h6 component code 4755 changed to 925.